Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and electrogram (egm) revealed that the implantable cardiac monitor (icm) exhibited under-sensing which resulted in two false pause episodes. No intervention or changes were reported and the no patient consequences were reported.